Event description:
It was reported that "alert/notification settings issue" occurred. On (B)(6)2026, the patient experienced hypoglycemia resulting in an emergency transport. The device didn´t alert the patient for hypoglycemia. Attempts to follow up with the patient multiple times to obtain further details and clarification regarding the incident were unsuccessful. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.